Manufacturer narrative:
The device involved in the event was discarded and the product lot number was not provided. Doctor relates event to patient over-wearing the lenses and patient has not had an updated eye exam since 2014. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
(B)(6) notified bausch + lomb of this event. A patient experienced staining, epiphora (excessive tearing), photophobia, and impaired vision and was referred to an eye hospital. Patient was diagnosed with keratitis in left eye and treated with ciloxan. A follow-up with patient's optician stated the patient was diagnosed with herpes simplex keratitis. Patient will resume lens wear after treatment. Patient has a history of using zovirax, an anti-viral drug.